Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was able to deliver shocks with no issues. The device was recertified and returned to the customer. Review of the device activity log showed that the device prompted a no shock advised determination on a ventricular fibrillation rhythm that was provided by a simulator. Simulated rhythms do not represent actual patient rhythms. Waveforms generated by a simulator are not truly random and have repetitive cycle periods, very unlike a true ventricular fibrillation that would appear on an actual patient. There was no indication during our investigation that this device was unable to deliever therapy in a clinical situation. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.